Event description:
It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was implanted. Following the implant, the patient experienced severe mi. The physician discovered that one of the leaflets was larger/longer than the other two. The physician was able to fix the issue with a 6.0 suture. They don't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay reported. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of one leaflet appeared larger/longer than the other two and central regurgitation was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the reported issue was resolved with a 6.0 suture. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.